Manufacturer narrative:
Siemens filed initial MDR 2432235-2019-00476 on 30-dec-2019. Additional information (14-jan-2020): the customer indicated that the new sample was processed on 02-dec-2019 and the patient was pregnant at the time of testing. Sections b6 and b7 were updated based on this additional information. The customer performed a precision study, and siemens determined that the cause of the false positive toxoplasma g (toxo g) result was not instrument related. Based on the available information, siemens determined that the reagent is performing according to specifications. Pre-analytical factors or sample specific issues potentially contributed to the false positive toxo g result. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center and reported that a false positive toxoplasma igg (toxo g) result was obtained on a patient sample on an advia centaur xpt instrument. Quality controls were within acceptable ranges on the day of the event. The customer did not provide additional information. There was no indication of an instrument malfunction and a sample specific issue potentially contributed to the false positive toxo g result. The instrument is performing according to specifications. Siemens is investigating the issue.

Event description:
A false positive toxoplasma g (toxo g) result was obtained on a patient sample on an advia centaur xpt instrument. The discordant result was reported to the physician(s). The patient was redrawn, and the new sample was processed on the same instrument. A negative result was obtained on the new sample. The initial sample was also repeated on the same instrument on (B)(6) 2019, and the sample recovered negative for toxo g. The negative toxo g result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the false positive toxo g result.